Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and swelling from a magnet dislodgement during a MRI (date and tesla strength not reported). Surgery to reposition the magnet was completed on (B)(6) 2018 under local anesthesia. The implanted device remains.